Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during a gamma nail operation, there was poor fixation of the lag screw. Although a 90 mm was drilled with the step drill, an 80 mm screw was selected and inserted. The set screw did not engage, and when inserting the lag cap, the lag screw advanced and rotated. Based on the surgeon¿s judgment, it was left in place and the operation was completed."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "during a gamma nail operation, there was poor fixation of the lag screw. Although a 90 mm was drilled with the step drill, an 80 mm screw was selected and inserted. The set screw did not engage, and when inserting the lag cap, the lag screw advanced and rotated. Based on the surgeon¿s judgment, it was left in place and the operation was completed."